Event description:
On (B)(6) 2014, a (B)(6) female patient with the initials zz was injected with 1.5cc radiesse into the midface, oral commisures (oc), nasolabial folds (nlf) and pre-jowl sulcus. Dr. (B)(6) initially contacted the merz territory manager on (B)(6) 2014 and then further communicated with merz on (B)(6) 2014. On (B)(6) 2014 dr. (B)(6) stated that the patient did great, loved the results, then got on a plane week later to visit family in oregon. She awoke on day 8 after radiesse with some swelling that started over injection sites, which progressed to full face edema by the evening and she was admitted to obs for IV decadron, antihistamines, pain meds. She has been on steroids 48 hours now, plus antibiotics (keflex) and antihistamines with little to no improvement. No other symptoms, labs normal, vitals stable, asymptomatic except the facial edema. The swelling was from eyebrow to jawline but most spares the nose, mouth, chin (though now she says it extends down to clavicles but maybe more because of gravity). No erythema. Dr. (B)(6) sought advice from dr. (B)(6). He hypothesized this as some type of allergy to the cmc gel carrier, the (B)(6), the anesthetic used (unlikely) or some other immune phenomena. Dr. (B)(6) stated to dr. (B)(6), "I think the supportive care with prednisone is the answer." Dr. (B)(6) communicated to dr. (B)(6) that, "she is on no medications, never had angioedema, does have oral lichen planus we manage with topicals and has a strong family history of autoimmune disease. We have done toxins for her previously but never fillers." On (B)(6) 2014 dr. (B)(6) stated to merz that the patient flew back to (B)(6) on (B)(6) 2014. The patient is not better. There has been no response to the meds or nsaids. Further information was requested but not received.

Manufacturer narrative:
The device history records for reported radiesse lot were reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.